Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with approximately 2 ml of insulin during the load sequences. Reportedly, the customer was not performing the air removal step and was using cartridge for 4-6 days. Tandem technical support informed the customer that this is off label per the user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 233 mg/dl.